Event description:
It was reported that an in-stent restenosis occurred 162 days after implantation of a 3.0x12mm taxus express2 drug eluting stent. During the initial procedure, the target lesion was located in the ostial right coronary artery (rca). A pre-intervention stenosis of 7--80% was reported. Intravascular ultrasonography (ivus) was performed revealing a "70% ostial narrowing by direct measure, with some acoustic shadowing from calcium" and "fibrotic change." Balloon dilatation was performed with a 3.0x12mm maverick balloon which was "inflated up to 6 atm for 45 seconds in the ostium of the vessel with half in the aorta and half in the vessel itself." A 3.0x12mm taxus stent was "very carefully" placed with the "tip of the stent just at the aorta. It was noted that "the ostial lesion went right to the aorta itself." The remainder of the stent was "inside the very proximal portion of the rca." The stent was deployed at 14 atm for 45 seconds resulting in "a 3.25 mm ostial opening." Ivus was performed on the ostial rca and was found to be "wide open." It was reported that there was "no residual narrowing" with "good apposition of the stent to the wall of the proximal rca. There was "no tear or dissection," and "no competition of the distal wire." The procedure was reported to be "successful," with the stent "well placed, in the ostium of the rca." The pt received angiomax. Labetalol, and intra-coronary nitroglycerin during; and plavix and aspirin after the procedure. The pt was noted to be "stable" after the procedure. No complications were reported. The pt presented 162 days after the initial procedure with "restenosis at the ostium of her rca stent." An in-stent restenosis percentage was not reported. The ostium of the rca was dilated using a 2.5x12mm maverick balloon. A 3.0x13mm non-boston scientific stent was deployed "with excellent result obtained." A post-intervention residual stenosis percentage was not reported. There was "no evidence of dissection or perforation" and "flow was normal." After the procedure, the pt was prescribed plavix and aspirin to be taken "indefinitely." The pt "tolerated the procedure well" and was in "stable condition." There were "no complications."

Manufacturer narrative:
H6. The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.